Manufacturer narrative:
Updated sections: serial number, lot number, exp. Date, manufacture date. The product was returned with the membrane completely folded with traces of blood on the exterior and interior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed at approximately 41.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was detected at 7.1cm from the rear seal and measuring 0.03cm in length. This leak was likely caused by a sharp object. A sensor output test was performed and the sensor was found to be within specification. The evaluation did not confirm the reported problem. Although we were unable to duplicate the event in a laboratory setting, kinks in the catheter may cause optical fiber issues and/or alarms. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer attempted to troubleshoot but was unsuccessful. The customer was then advised to connect the transducer, and upon successful leveling and zeroing an arterial pressure waveform was established. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer attempted to troubleshoot but was unsuccessful. The customer was then advised to connect the transducer, and upon successful leveling and zeroing an arterial pressure waveform was established. There was no patient harm or adverse event reported.